Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the display of the roller pump disappeared. Control of the pump remained available through the central control monitor as well as local controls of the roller pump. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.